Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, bleeding occurred after placement of a robotic cannula and obturator. An artery was injured during trocar placement, causing bleeding. The procedure was converted to an open approach to control the bleeding. The robot was not docked. A vascular surgeon was called in to assist with the bleeding, and the bleeding was controlled. The patient is stable and still hospitalized.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Field h10 is blank as there are no related report numbers.